Event description:
It was reported that the pump software intermittently did not accurately adjust the amount of insulin delivered. Customer experienced an elevated blood glucose (bg) level of 500-600 mg/dl with small ketones. Bolus was delivered to address elevated bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.